Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder and a 14f amplatzer steerable delivery sheath were selected for procedure. The defect was sized using transesophageal echocardiogram (tee) and fluoroscopy imaging. It was noted during procedure that the 31mm amplatzer amulet occluder had been mis-sized because of pectinate muscle. The decision was made to remove the 31mm amplatzer amulet occluder and replaced it with a 28mm amplatzer occluder to complete the procedure. It was noted that the patient had been administered heparin and had an activated clotting time of less than 250 seconds. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. On (B)(6) 2022, the patient returned to the hospital due to chest pain. The patient was found to have a pericardial effusion that led to early cardiac tamponade, found using transthoracic echocardiogram (tte). The decision was made to perform a pericardial window to treat the pericardial effusion/tamponade. The patient was stable and discharged at the time of report. The cause of the pericardial effusion was thought to be due to pericarditis. The cause of pericarditis was unknown.

Event description:
It was reported that on 12 may 2022, a 31mm amplatzer amulet occluder and a 14f amplatzer steerable delivery sheath were selected for procedure. The defect was sized using transesophageal echocardiogram (tee) and fluoroscopy imaging. It was noted during procedure that the 31mm amplatzer amulet occluder had been mis-sized because of pectinate muscle. The decision was made to remove the 31mm amplatzer amulet occluder and replaced it with a 28mm amplatzer occluder to complete the procedure. It was noted that the patient had been administered heparin and had an activated clotting time of less than 250 seconds. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. On 14 july 2022, the patient returned to the hospital due to chest pain. The patient was found to have a pericardial effusion that led to early cardiac tamponade, found using transthoracic echocardiogram (tte). The decision was made to perform a pericardial window to treat the pericardial effusion/tamponade. The patient was stable and discharged at the time of report. The cause of the pericardial effusion was thought to be due to pericarditis. The cause of pericarditis was unknown.

Manufacturer narrative:
An event of chest pain, pericardial effusion leading to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.